Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported post a percutaneous coronary intervention procedure, in-stent restenosis and acute stent thrombosis occurred. In december 2012 the patient presented with st elevation and myocardial infarction and was referred for cardiac catheterization. The 100% stenosed and 20mm long de-novo target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.75mm. The target lesion was treated with direct stent placement of the 2.75x28 mm promus element stent, resulting in 0% residual stenosis following post dilation. Three days later the patient was discharged on aspirin and prasugrel. Nine days post index procedure; the patient came back for reinfusion of stem cell/placebo post myocardial infarction. 100% restenosis and subacute stent thrombosis was noted of the previously placed study stent located in the mid left anterior descending artery and was treated with thrombectomy, balloon angioplasty and placement of 2.75x33 mm non bsc stent, resulting in 0% residual stenosis. The event was considered resolved and the patient was discharged the following day.